Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: use only single-use, disposable t:slim cartridges. The efficacy of your t:slim pump cannot be guaranteed if cartridges other than those manufactured by tandem diabetes care, inc. Are used or if cartridges are filled more than once. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that ranged from 371-550 mg/dl. Bg level was addressed with a correction bolus via the pump and a manual injection. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. The customer re-used the cartridge by adding insulin. Tandem technical support educated the customer on insulin labeling.